Event description:
Unomedical reference number (B)(4). Event occurred in brazil on (B)(6) 2024, it was reported by patient's mother that her child's cannula was leaking at the place of application. Moreover, she reported that infusion set had to changed six times within a period of 24 hours. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01043 - device 5 of 6.